Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation papers allege pain, discomfort, loose implant, loss of muscle mass, disability, and disfigurement. Update rec'd (B)(6) 2015 - litigation with summons received. There is no new additional information that will affect the investigation. Complaint updated on (B)(6) 2015. Update (B)(6) 2015 - medical records received. After review of the medical records for MDR reportability, a doi was provided. Part/lot was provided. The complaint was updated on: (B)(6) 2015. Update (B)(6) 2016 - medical records received. Case information form and sticker sheets reviewed. There was no revision reported. There is no new additional information that would affect the existing investigation. The complaint was updated on: (B)(6) 2016. Update - (B)(6) 2016 - supplemental information received. There is no new additional information that would affect the existing MDR decision or the investigation. Document does not state a revision for the left hip. The complaint was updated on: (B)(6) 2016. Update (B)(6) 2016 - sales rep reported patient was revised for elevated chromium levels. Stem and sleeve are added to the complaint. Complaint updated (B)(6) 2016.